Manufacturer narrative:
Additional information: d10, h3, h6 the reported event was cardiac perforation. As received, a complete lead was returned in one piece with helix bent. Unable to perform helix mechanism test and accurately measure the full helix extension length due to the condition of the helix when received. All tip stiffness values tested in specification. No anomalies found on the lead except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost consciousness for two minutes. An echocardiograph was performed and revealed a cardiac perforation resulting in cardiac effusion, that was alleged to be caused by the right atrial (ra) and/or the right ventricular (rv) lead. The physician removed 800 milliliters of blood from the pericardium with a syringe. The physician suspects that the rv lead was overtorqued during the initial implant. The ra and rv lead were explanted and replaced to resolve the event. The patient was stable. Related manufacturer report number: (B)(4).